Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found insulation resistance value at the distal end did not meet the standard value, due to a chip on the plastic distal end cover. Bending in the up angle did not meet the standard value, due to the wear of the angle wire. The plastic distal end cover was cracked. The objective lens was scratched. The adhesive on the black covering of the bending section had wear. Lastly, water could not be supplied, due to clogging of the jet tube in the control unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation the colonovideoscope had foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation and, it could not be definitively determined what the foreign material was adhered/clogged in the auxiliary water channel. There was no damage to the area where the foreign material was detected and it is unknown if the reprocessing steps at the material residue point were not deviated from the instruction manual. Therefore, the cause of the material remaining in the device could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use which state: detection methods are written in instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.